Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient experienced dizziness. Boston scientific technical services (ts) recommended device replacement. No additional adverse patient effects were reported. At this time, this device remains in service.